Manufacturer narrative:
H6 medical device problem codes 2915 was removed. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and based on the information provided, a cause for the reported slda cannot be determined. Mitral valve insufficiency/ regurgitation (mr) appears to be due to the slda. Mitral regurgitation is listed as a known possible complication associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted that there was some clip interaction when implanting the second clip. Two clips were implanted, reducing mr to a grade of 1. The following day, echocardiography showed the first implanted clip (31018r1071) had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). The second implanted clip (31101r1104) detached from the posterior leaflet and remained attached to the anterior leaflet, causing mr to increase to 4. On (B)(6) 2024, an additional mitraclip procedure was performed, and two clips were implanted, reducing the mr to a grade of 1.